Event description:
The user facility reported that they had a case where an angiogram was performed using the femoral approach. The puncture was sealed using an angio-seal device following a fluro which confirmed the puncture was above the bifurcation. The following day, the patient experienced groin pain and collapse with hypotension after straining on the toilet, and a national early warning score (news) emergency call was activated. She was stabilized and transferred from the cardiology ward (g9) to the coronary care unit (ccu) for closer monitoring, and a computed tomography (CT) scan was requested. She was taken for the computed tomography (CT) scan and on arrival back in the coronary care unit (ccu), the patient reported further groin pain and became hypotensive. The radiologist phoned through the computed tomography (CT) scan report showing an active retroperitoneal bleed from the femoral puncture site. A news call was activated, and vascular and interventional radiology advice sought. Manual pressure was applied to the site of the femoral puncture. After discussion between the cardiology, vascular surgery and interventional radiology consultants, the plan was for interventional radiology guided intervention to try to control the bleeding. A massive hemorrhage call was activated, and blood transfusions were administered. The patient was transferred to radiology for interventional radiology repair with the vascular and anaesthetic team. On arrival to radiology the patient became unresponsive and experienced a cardiac arrest and died. Her death was referred to the coroner.

Manufacturer narrative:
E3: occupation: specialist nurse the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed since a patient death occurred. The exact root cause cannot be determined. The relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).